Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fieds: e1 (event site address, event site city), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the touch panel was not responding well during inspection. The fse replaced the touchscreen. The fse performed all tests and calibrations according to protocol. Unit was returned for clinical use.

Manufacturer narrative:
Updated 4, d9, g2, h6(type of investigation, investigation ), h11. The failure analysis and testing department received the touchscreen lcd with a reported failure that the touchscreen was not responding well during inspection. The fat department conducted a visual inspection of the received part and found that the part was in good condition. The lcd display was installed in the cardiosave test fixture and tested according to factory specifications per the cardiosave manual. The failure analysis and testing department performed functional testing for approximately one hour. The reported failure could not be reproduced or verified during testing. The touchscreen was retained in the fat department per internal procedure. A touchscreen malfunction was reported due to poor responsiveness of the touch panel. The issue was identified during inspection and the device was not used on any patients. No health hazards were reported as a result of this issue. The device type was cardiosave hybrid type b plug. The touchscreen was replaced during service activity. After replacement the touchscreen was tested and confirmed to be working normally.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site city: (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fst during routine inspection that the touch panel was not responding well for cardiosave hybrid, type b plug intra-aortic balloon pump (iabp). There was no patient involved.